Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2015 with the following findings: one eaw 128-fe88 alarm was observed in bb on (B)(4) 2015. Eaw128-fxxx alarms are defined as post delivery motor power supply faults. Cs 054 errors also observed in bb on (B)(4) 2015 following a eaw 128 replace battery alarm. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment crack observed below grip pad. Current draws within specifications; idle-70ma, sleep- 00ma, load- 180ma, rewind- 170ma. A "battery life, cs 054 or eaw 128-fxxx" issue was not duplicated during investigation. Removed pump case and disassembled pump. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.